Event description:
Healthcare professional reported left side no complaint against the device. Healthcare professional later reported rupture found via breast ultrasound and MRI. Device has been explanted and replaced.

Manufacturer narrative:
Health effect: impact code continued: f2201 - biopsy. Health effect: impact code continued: f2203 - imaging required. Doo: (B)(6) 2023. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.